Event description:
A zoll distributor returned electrode belt sn (B)(6) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode bel sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation, the trunk cable was cut and the electrode belt failed incoming functionality testing. The cause for the failure was isolated to severed blue (can l) wire in the trunk cable. The root cause for the severed wire and cut cable was physical abuse. No adverse event resulted form the defective electrode belt.